Event description:
It was reported that the solution was too warm on the homechoice (hc) machine. This occurred during use; however, the patient was not connected to the device. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Initial inspection did not confirm the reported condition. Review of the service history revealed no failures or problems that were the same as, or similar to, the reported event. There was no indication that the parts replaced during servicing caused or contributed to the reported event. If any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the device was completed and the reported issue could not be confirmed. Therefore the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.